Event description:
--

Event description:
Event description boston scientific received information that the monitoring voltage of this implantable cardioverter defibrillator (ICD) had decreased by .25 over eight months. The charge time was 9 seconds. The caller was concerned that the battery was depleting more rapidly than expected.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) product advisory population. This device was explanted over two years later for normal battery depletion and returned for analysis. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, the device does meet longevity per programmed values.